Event description:
Numerous patients developed "leaking" at atheri foley catheter devices. Contact was made with bard urological division. Foley catheter leaking at connection site. Leaking under plastic lip (also noted hairline crack in tubing).